Event description:
The customer reported to olympus, that the hd autoclavable camera head, crack seen at camera head control body. The issue was found at an unknown event and during an unknown. There were no reports of patient or user harm associated with this event.   The subject device was subsequently evaluated by olympus. The evaluation uncovered that the coupler found rusted. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: noise/lines are coming in the image. It is due to faulty cable assembly, head packing found broken, we have found crack marks on cover body of cable assembly, head cover of control unit found cracked, focus buttons found deformed, coupler found rusted, labels are vanished on head cover, appearance defects (cracks/damage/deformation/discoloration/corrosion/rust/stickiness/scratches/chipping/dirt/unclear identification label) found on the camera head (including scope mount unit/focus ring)/video adaptor, and h) other failure mode. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced but a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.